Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat iliac artery aneurysm. The deployment link became stuck after being extended about 30cm, and could not be fully deployed. Physician switched to a different model and successfully completed the procedure. Partial deployment of the stent occurred after the device exited the patient's body. Patient didn't experience any adverse consequences.

Manufacturer narrative:
D9: update date device returned to manufacturer. H6: code c19 - the manufacturing records were reviewed; the device lot met all pre-release specifications. Code d15 - the condition of the vsx device as returned was not consistent with the report of a stuck deployment line during attempted deployment. Deployment could not be continued by pulling the knob, and no cause could be identified concerning the observed difficulty. Deployment was ultimately resumed with traction applied at the endoprosthesis, demonstrating the zipper to be functional. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with stuck deployment line could not be established with the available information, including device evaluation. The engineers observed the endoprosthesis was partially expanded as was reported by the complainant. Damage to the device including the zipper material pulled away in a manner not consistent with deployment and a distally displaced endo suggests an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.